Event description:
Customer reported the receiver cable is shorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier, the generator driver cable, adn the image intensifier power supply. System operates as intended. This MDR is related to ge healthcare.